Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify nor duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not recognize the patient's rhythm when the defibrillation pads were applied and the message "no pads connected" appeared on the device's screen. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.